Event description:
During an atraumatic shoulder rotation the glenosphere dissociated from the base plate. This did not involve extreme range of motion or any significant force. This occurred for the 1st time on (B)(6) 2024 and a 2nd time on (B)(6) 2024. There was no evidence of infection or malalignment of any of the remaining prosthetic parts. To very experienced shoulder elbow surgeons inspected an implanted the glenosphere components onto the well-fixed glenoid base plate at the time of both surgical reoperations. Laboratory evaluation confirmed no evidence of infection and radiographs demonstrated no malalignment of the remaining proximal humeral replacement components. Pt codes: 1924, 2032. Device codes: 2907, 2960, 3026. Ref report: mw5172196.